Event description:
It was reported that a patient underwent an hysterectomy procedure on (B)(6) 2025 and absorbable hemostat was used. Post-op the patient experienced a surgical site infection. The site was not irrigated and there was no excess bleeding immediately prior to hemostatic agent application. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How much surgiflo was used during the procedure? Was surgiflo removed after hemostasis was archived? Irrigated? What was the indication for use of surgiflo? What was the procedure? And indication for surgery? What was the treatment for the surgical site infection? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.